Event description:
It was reported to philips that the device failed the therapy test. There was no patient involvement.

Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy pca and therapy capacitor. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca and therapy capacitor. The therapy pca and therapy capacitor was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.